Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a correction bolus via the pump to address bg. The customer was instructed to reset the pump to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned